Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the implant failed. The doctor described it as the lag screw caused the nail itself to bend causing the nail to break into two. It broke where the lag screw sits in the nail itself. The patient underwent a revision surgery.